Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 27, 2017, it was reported that the comb was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6), 2014 where it was reported that the drive gear and key shaft were worn and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by on (B)(6), 2017 revealed that the comb was damaged. The roller end, side plates, and ratchet gear were all galled. The ball detents were in on top of the set screws. The calibration and test cut could not be performed due to the damaged comb. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing sample graft and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, gears and the ratchet was repaired. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the comb was damaged. However, it was also revealed that the roller end, side plates, and ratchet gear were all galled. The root cause that the device comb was damaged and the roller end, side plates, and ratchet gear were all galled cannot be specifically determined with the provided information. The issue was resolved with the replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, gears and the ratchet was repaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Initial inspection revealed that the comb was damaged.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Ii was reported that during surgery it was discovered that the comb was bent. No adverse events have been reported as a result of the malfunction.